Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/27/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found additional information: d9, h3, h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified h3 investigational summary: the product was returned to eth for evaluation. Visual inspection revealed that one needle suture combination in several fragments were received for analysis. Product code sxmp1b103. Upon visual assessment of the returned sample, it was noted that the suture was broken in several segments since the process of degradation began. Additionally, the foil was not returned for evaluation. As the suture is absorbable and the duration and conditions of environmental exposure could not be determined, functional testing was not performed. As part of the eth quality process, all devices are manufactured, inspected, and released to approved specifications. Given the current condition of the returned sample, no conclusion could be reached as to what caused the reported complaint. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Suture broke off during closure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/8/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: did this issue contribute to any patient adverse event - no ¿ please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) - not shared ¿ please confirm device return status. - available to return & currently with the dealer. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.